Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that incorrect personal profile settings were saved in the pump prior to the customer using the pump. There was no reported impact to the customer¿s blood glucose. Although requested, the customer did not upload the pump data logs for tandem technical support to determine a possible cause and the customer declined additional troubleshooting.